Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that that insertable cardiac monitor exhibited under-sensing and incorrectly diagnosed bigeminy episodes as atrial fibrillation. Programming changes were made. Patient condition was stable.